Event description:
A bipap a30 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. The device power button was used but worked within parameters; however, the keypad was replaced. The device failed functional testing for "verify hose connections". The device failed due to hose connection problems. While re-testing the device after repair, a ventilator inoperative error occurred resulting in the printed circuit board assembly requiring replacement to resolve the issue. The device will be included in the fsn 2023-cc-src-039 this device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements